Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot =the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address suspected infection. Patient also has a dislocated patella so surgeon chose to exchange modular components and also chose to shorten the femoral side. A thorough I&d and a lateral release were performed. Surgeon also placed antibiotic beads. No loosening and delay to surgery reported. Doi: (B)(6) 2018, dor: (B)(6) 2021, left knee.